Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 patient logs were not made available for software investigation and analysis. On-site functional testing was completed as well as a software investigation. On (B)(6) 2015 software analysis finds that there are many, many core files on the system; the physical ram memory is defective, and the computer should be replaced. Return requested. Replacement device shipped to site (B)(6) 2015. Medtronic investigation of suspect computer, returned on 10/28/2015, finds that the computer booted and ran (B)(4) software on test bench with no "slowness" observed. Computer then passed all subsequent testing and no hardware or software problem was found. No fault found. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 software investigation completed. If the unresponsiveness could happen in any task of the software, software engineer findings are that faulty ram more often tends to cause ungraceful software exits than causing the navigation system to become unresponsive, however, either is a possibility. For both failure modes, the failure can happen at any time, regardless of which mode the software is in. It is somewhat more likely to show up during periods of high memory bandwidth consumption, but that would include both select-patient and navigate.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system became unexpectedly unresponsive. The navigation system was left on the select patient screen for several minutes and when the surgeon returned, the system was unresponsive. A re-boot of the navigation system restored normal function for the remainder of the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: a ear, nose & throat (ent) coordinator at the site reported that there was no patient in the room and the issue occurred when she was loading a disc prior to any cases.the software investigation found that the cause of the reported incident was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided, and the returned computer was found to be fully functional.